Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2016, the g5 mobile application had a loss of connection. No additional event or patient information is available. Data was received for evaluation. However, data could not be investigated due to an error encountered while using share support tool. Problem could not be confirmed and root cause could not be determined.